Manufacturer narrative:
Device not returned and no testing performed. No results available as no eval performed. It was determined that the original complaint was not correctly recorded. The problem was involving product specifications.

Event description:
Multiple reports of skin irritation from pts after use.